Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 to 6 months after it was implanted. Explant date: 3-6 months ago.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure.